Event description:
It was also reported that the patient was placed under general anesthesia on (B)(6) 2023.

Event description:
Per the clinic, the patient underwent a skin flap surgery on (B)(6) 2023, to reposition the device. The implanted device remains.